Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: based on the information provided, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that several hours following the implant of this transcatheter bioprosthetic valve, a transthoracic echocardiogram (tte) showed a dissection in the ascending aorta due to an unknown cause. Surgical repair was attempted but was unsuccessful and the patient expired the following day. Per the physician, the dissection and subsequent death were unrelated to the valve or its function. The aortic anatomy was reported to be frail and friable. The access vessel diameters were reported to be less than 5 mm.

Manufacturer narrative:
Conclusion: vascular injury and patient death are known adverse patient effects per the evolutr instructions for use that can occur during any invasive procedure, the risk of which can be increased by patient anatomy and physician technique. The aortic anatomy of this patient was reported to be frail and friable, which was a likely factor in this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.